Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they received no delivery alarm. Troubleshooting was done for no delivery alarm. The customer stated that the insulin did not exit during prime. The customer performed plunger push and the insulin did exit. The customer was advised the insulin pump was working as designed. The insulin pump will not be returned for analysis.